Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a noisy image. The issue occurred during reprocessing. There was no delay, the patient was not under anesthesia, and there were no reports of patient harm or injury.

Event description:
The scope image was found out to be noisy after reprocessing and the device was not used on any patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus found the image was noisy with horizontal stripes due to a faulty charge-coupled device. Olympus will continue to monitor field performance for this device.